Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the qa initial investigation details, the reported condition of the device overheating during usage could not be duplicated. Service will complete any necessary maintenance or repairs and then return the device to the customer.

Event description:
It was reported that the handpiece began overheating during an ent procedure. The case was successfully completed with the same device. There were no adverse consequences reported as a result of this event.